Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI: (B)(4).

Event description:
The following event information was obtained through the post market clinical follow up (B)(6) to characterize the gore® hybrid vascular graft as compared to non-heparin bonded synthetic vascular grafts: it was reported to gore that on (B)(6) 2016, this patient underwent the placement of a gore® hybrid vascular graft for av hemodialysis access. The graft was placed in the right arm in a straight configuration. On (B)(6) 2016, seroma and graft occlusion was identified. Evacuation of the seroma of approximately 20 ml was performed in an outpatient setting. No infection was noted.